Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 4.1 and 4.2 were not detected on the bus. The station was powered off. A field service engineer (fse) reseated all drawer components. The hardware was successfully recovered, and the auxiliary cabinet pyxibus cable was reseated to ensure a full connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.